Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event additional pro code selection that applies to the indication of this device - <qrb>. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 14033313. UDI: (B)(4). Product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 14033313. UDI: (B)(4).

Event description:
It was reported that this spinal cord stimulation (scs) devices were replaced due to an unknown reason. The location of the devices is unknown. No additional adverse patient effects were reported. Additional information was received stating that the scs leads were replaced due to high impedances, which subsequently resulted in a significant loss of coverage for the patient. The patient underwent a leads revision procedure wherein their leads were explanted and replaced. The leads were disposed per facility policy and will not be return for analysis. Postoperatively, the patient was programmed and reported receiving good coverage. The reason for the implantable pulse generator (ipg) replacement remains unknown.

Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event additional pro code selection that applies to the indication of this device - qrb. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 14033313. UDI: (B)(4). Product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 14033313. UDI: (B)(4).

Event description:
It was reported that this spinal cord stimulation (scs) devices were replaced due to an unknown reason. The location of the devices is unknown. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction to the follow up #1 MDR in a2, b5, d6b and h6. B3: exact date unknown, event occurred in january 2023.. D6b: approximate date calculated based on the implantation of a new ipg on (B)(6) 2023. Additional pro code selection that applies to the indication of this device - <qrb>..

Event description:
It was reported that this spinal cord stimulation (scs) devices were replaced due to an unknown reason. The location of the devices is unknown. No additional adverse patient effects were reported.